Event description:
Pt reported "I've had two mrls with this without incident. It's an ongoing battle. Pt said she has a brain tumor and 'it would've been there without knowledge for I don't know how long if the doctor hadn't decided to do the MRI'. I am all for replacing the leads as long as it gets me around the hurdle." Pt said, "(B)(6) will not but (B)(6) has done the MRI in the past. Really makes it difficult." Pt continued to express the difficulty of her situation needing an MRI due to her medical situation but running into barriers because of the pacemaker." Leads manufactured by intermedics. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).